Event description:
Related manufacturer reference 3005334138-2015-00006. Following an atrial fibrillation ablation procedure using a tacticath quartz ablation catheter and agilis nxt introducer, a cardiac perforation occurred. Insertion of a swan-ganz catheter was attempted following the procedure. Due to mitral regurgitation, the tacticath quartz ablation catheter and agilis nxt introducer were used to cross the mitral valve; however, the devices perforated the left atrial appendage. The patient¿s blood pressure and oxygen saturation dropped. A pericardiocentesis was performed, ECMO was initiated and the patient was transferred to surgery to repair the perforation. Post-surgery the patient was stable. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the device history record was not possible as the lot number of the device was unavailable. Based on the information received, the cause of the reported cardiac perforation was due to the device puncturing the left atrial appendage.